Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia with a blood glucose value of 90 mg/dl on (B)(6) 2017. The customer's blood glucose value was 36 mg/dl when ems arrived. The customer stated he passed out. Customer was wearing the pump at the time of hospitalization. The customer was treated with glucagon and fluids intravenous drip. Customer also mentioned having sensor glucose value different from the meter reading. The blood glucose value was 299 mg/dl and the sensor glucose value was 105 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer treated with lantus and humalog for the high blood glucose. The insulin pump will not be returned for analysis.